Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the customer's report was attributed to a relay on the pace/defib engine board. The pace/defib engine board was replaced and scrapped to resolve the report. No emerging trend based on similar reports

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 115" messages. Complainant indicated that there was no patient involvement in the reported malfunction.